Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check your position alarm with air noted in the patient line. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A caregiver (cg) contacted baxter's technical services regarding a check your position message in fill 2. The technical service representative (tsr) assisted the cg with troubleshooting. The cg stated there were a lot of air bubbles in the patient line. The tsr then assisted the cg to end therapy and advised to start over with new supplies. Product surveillance contacted the home patient's nurse regarding the reported problem. The nurse stated that the patient is continuing therapy without any further problems and no adverse event resulted from this incident.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.